Event description:
The customer stated they were receiving check iab catheter alarms and were not able to get the pump to pump without the alarm. The customer did not see any blood in the tubing initially, but they do now. Pump is in standby. The customer could not figure out problem and checked catheter and tried repositioning pt leg. Then machine stated to automatically go into standby mode, could not keep machine running and finally called the number on machine. While on hold, rechecked all connections and tubing and found all blood spots in balloon tubing as well as condensation. The pt expired.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane appropriately 1.3 cm from the rear seal measuring 0.038cm in length. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review and trend eval was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).